Event description:
Rn reported experienced another high-pressure alarm and line clotting off. He is being discharged home today with PICC line and IV veletri. Dates, length of hospitalization, and reason are unknown as not reported. No further info, details or dates available. No additional info to report at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Serial number was not reported. Did the reported product fault occur while in use with the patient? Yes. Did the reported product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? Is the actual device available for investigation? Yes. Did we replace the device? No, remunity device sent. Did the patient have backup device they were able to switch to? Unknown. If yes was the patient able to successfully continue their infusion? Yes, if no what was the patient instructed to do in able to continue their infusion. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved? Or going. Reported to (B)(6) by health professional.